Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. No additional adverse pt effects were reported.